Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, tip of the driver was fractured upon insertion a setscrew. The surgeon explanted the nail and lag,then he implanted them again and the procedure was finished. No issues of the patient were reported so far. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned driver confirmed the instrument fractured. The fractured instrument was sent to sem for fracture analysis. Sem analysis of the captured screwdriver short sample showed that it fractured due to bending overload. The fracture surface with suspected river lines indicating the direction of crack propagation. Most of the fracture surface showed a mixed-mode of overload fracture, which consisted of fine ductile dimples on top of brittle cleavage planes. Eds semi-quantitative elemental analysis of the screwdriver short sample showed that it was consistent with 440 stainless steel. The hardness on the instrument noted the product is conforming to specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.